Event description:
Methodist alliance reported today that the mother of the patient reported last week that the custom bivona malfunctioned at the cuff. It only inflated 2/3 of the way around the tube. Occurred while in patient use. No injury or intervention.

Manufacturer narrative:
No product was returned for investigation. A DHR review was unable to be performed since no lot number was provided.